Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient experienced an arrhythmia event after the implantation of an elite valve model 8300ab23 in the aortic position. A permanent pacemaker was implanted during the implant surgery. Indication for the initial surgery was aortic stenosis. As reported, the annulus was moderately calcified and no excessive annulus debridement was performed.

Manufacturer narrative:
Updated: a2, b4, b5, d4, g1, g3, g6, h2, h4, h6. H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and conduction abnormalities. The reason for post-operative av block after valve replacement or ring annuloplasty surgery is due to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. Atrioventricular conduction disturbances after avr are associated with many patient-related and procedural-related factors. The mechanisms of the development of heart block after surgical avr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards received notification that a patient experienced an arrhythmia event after the implantation of an elite valve model 8300ab23 in the aortic position. A permanent pacemaker was implanted during the implant surgery. Indication for the initial surgery was aortic stenosis. As reported, the annulus was moderately calcified and no excessive annulus debridement was performed. The patient had a good clinical evolution.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b4 (date of this report) and g3 (date received by manufacturer) corrected h6 (investigation findings) and h6 (investigations conclusions) peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and conduction abnormalities. The reason for post-operative av block after valve replacement or ring annuloplasty surgery is due to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. Atrioventricular conduction disturbances after avr are associated with many patient-related and procedural-related factors. The mechanisms of the development of heart block after surgical avr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. The most likely cause is patient and procedural factors.